Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw broken with one of the side dislodged from the device and the other still attached to the device. In addition the I-blade was damaged and the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw and the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the instrument tip broke off. There were no patient consequences. Case completed with another device of the same product code.